Event description:
It was reported that the patient alert was triggered. The carelink transmission report showed the lead was out of range and increasing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.